Event description:
During the gastrectomy procedure, there was some clicking noise every time when grasped the handle. Another device was used to complete the case. There were no adverse consequences to the pt.